Event description:
It was reported that the insulin pump gave a motor error alarm. It was also stated that the drive support cap was protruding. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.